Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports; 2 related to implant loosening and 1 unrelated. Total for lot number: 3 (com-156065, com-199007, pc-000214884). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 116. By product family: 182 (63x smartset ghv, 119x smartset gmv). H10 additional narrative: added: h6 (patient codes). H6 patient code: no code available (3191) used to capture the joint instability and surgical intervention.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune cr fem lt sz 6 cem 150400106. Attune cr fb insrt sz 6 5mm 151620605. (B)(6).

Event description:
Knee revised to address instability, pain, and swelling. Revising surgeon reported that the tibial base plate component appeared loose, with debonding of the implant from the cement mantle. Stated that there was no significant cement adherent to the underside of the tibial base plate. Also indicated that the patella component had some wear on it, so it was revised, with the femur, tibial base plate, and tibial insert components. Depuy cement was used for primary. Doi: (B)(6) 2016; dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports; 2 related to implant loosening and 1 unrelated. Total for lot number: 3 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 116, by product family: 182 (63x smartset ghv, 119x smartset gmv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.